Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the toothbrush heads were falling off the toothbrush. No injury was reported.

Event description:
Consumer called stating the toothbrush heads were falling off the toothbrush. No injury was reported.

Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.